Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to turn the pump back on after being in shelf mode. Tandem technical support guided the customer through turning the pump back on. The pump was successfully turned back on. Customer had elevated blood glucose levels (300 mg/dl). Customer stated that a new cartridge will be loaded and a correction bolus will be delivered to stabilize blood glucose levels.